Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign substances inside the device; however; the customer returned the device without complete reprocessing due to the reported leakage in the device which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had problems during the leak test where oil/lubricant came out during cleaning, producing black/brown marks. The issue was found during reprocessing. There were no reports of patient harm.